Event description:
It was reported that during a cryoablation procedure, the patient had phrenic nerve injury on the first freeze of the right superior pulmonary vein. The case was aborted and the patient was under general anesthesia. The patient was placed on a ventilator due to lost phrenic nerve capture in the right superior pulmonary vein (rspv). After the procedure the patient was upgraded to a biventricular ICD, after which there was phrenic nerve capture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: device and data files were returned and analyzed. The data files did not show any system notices or issues for the returned catheter. Visual inspection of the catheter showed that the device was intact with no apparent issues. Smart chip verification indicated that the catheter been used for 12 injections. This is a clinical issue encountered during the procedure. In conclusion, the reported issue was not confirmed through testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.